Event description:
Rn was starting an IV with a bd nexiva closed IV catheter system. After insertion in the patient's vein, the needle guide was retracted and the safety guard did not engage the needle. The safety guard came off the end of the needle exposing the sharp end. In the process, the nurse was stuck with the needle. All parts except the safety guard were recovered. The rn was started on the needle stick protocol. Dose or amount: na. Dates of use: 2009. Diagnosis or reason for use: na.